Event description:
See also manufacturer report 3004209178-2009-00791. It was reported that the patient was falling much more since her device replacement though her tremor was still controlled. She was falling approximately 4-5 times per week and experienced intermittent stimulation. The device turned off when the patient walked by a refrigerator or microwave, and when she drove under a power line. No injury was reported. Further information is being requested from the hcp.